Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, bladder spasms, urinary incontinence, and erosion of internal body tissue. Per additional information received the patient has experienced, pelvic pressure, vaginal mesh exposure and recurrent cystocele, urgency, pelvic pain with intercourse, symptomatic vaginal mesh contracture and pain, as well as recurrent vaginal wall prolapse requiring explantation of vaginal mesh, anterior colporrhaphy, bilateral uterosacral ligament vaginal vault suspension, posterior colpoperineorrhaphy and cystoscopy.

Manufacturer narrative:
(B)(4). Additional information: date of report: (B)(4) 2012, device info: uretex to2 urethral support system, catalog # 485054, (B)(6).